Event description:
Fresenius kabi clinical implementation specialist reported the following: "I am submitting the reporting of this adverse event that was discovered during an onsite follow-up visit this week. It was reported that a care and comfort only patient was inadvertently given an incorrect dose of fentanyl, that caused harm and patient death. The nurse delivering the care did not attend any fk training classes that were provided. The patient was on the medical/surgical floor and the nurse could not locate the fentanyl in the m/s drug library. They did not know to look in another care profile to find the drug, so proceeded to use the drug calculator and programmed the dose incorrectly. The nurse obtained the 2nd check off from his brother (who is also a nurse at the hospital), who signed off the medication without looking at the dose that was programmed in the pump. Unknown date and time of event. Discovered during follow-up visit on (B)(6) 2025." Both pharma and medtech departments at fresenius kabi attempted to obtain additional information from the hospital on these dates: on (B)(6) 2025. Despite multiple follow-up attempts by fresenius kabi personnel, the hospital maintains that it has no additional information to provide. Although fresenius kabi personnel have diligently sought critical details regarding the case, including the exact date of the event, the pump's serial number, and whether the drug was in an IV bag or a pre-filled syringe, we have been unable to obtain the necessary information to complete a thorough investigation. Reporting due to the referenced technical issue; adverse effect (patient death) reported.

Event description:
No logs or further information on the reported incident has been received. Due diligence has been completed with no response from the customer. The complaint could not be confirmed or refuted. A device history review could not be conducted because no serial number was provided by the customer. No further actions required.